Event description:
Nurse opened sterile package to place sterile dressing on burn and as nurse was unfolding the dressing a black spot was noted inside the dressing, black spot is an intact fly. Dressing was removed away from patient and a new sterile dressing package was opened and applied. The compromised dressing was not placed on the patient at any time.